Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address stem loosening, poly wear, and osteolysis.

Manufacturer narrative:
The stem reported as loose was not returned for examination. Undated patient x-rays show what appear to be multiple femoral bone fractures that have been cabled. The bone fracture and/or non-union is the likely cause for the loose stem. A complaint database search finds no other reported incidents against the now obsolete femoral stem product/lot combination since its release for distribution in (B)(4) 1994. Visual examination of the returned acetabular liner finds little material wear noted for this length of time implanted. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.